Manufacturer narrative:
(B)(4). The device was not returned, and is still in use; therefore, the device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Follow up with the nurse revealed the caregiver and patient have been changing the programming on the home choice (hc) device. The stated the caregiver and patient have been counseled several time to not change the programming. This is not a malfunction of the hc device.

Event description:
A caregiver contacted global technical services (gts) regarding assistance with ending therapy early while using the homechoice (hc) during therapy, in drain cycle 90 of 90. The caregiver explained the patient should have five cycles, not 90. Gts assisted the caregiver in ending therapy, and advised the patient to contact their dialysis nurse to review programming accuracy. No injury or medical intervention was reported.